Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 4/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425 saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 385cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425 saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 385cc gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.4 cm was discovered within the crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed in the device. The device history record (DHR) of lot number 6421087 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).